Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was retrospectively enrolled with a 3 cm barrett's high grade dysplasia. After a primary focal ablation pt was observed with a stricture and dysphagia. Pt's symptoms were resolved following dilation. Per the physician, the severity of this event was mild, and relationship of the event to the device procedure was probable, and there was no device malfunction.